Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no physical damage was observed. Functional testing was performed and no faults or errors were exhibited. The customer's reported complaint of the platform exhibiting a user advisory (ua) 45 was unable to be duplicated. During evaluation, a test lifeband was found to not be locking and clipping onto the roller belt as intended. The lifeband was falling out of the channel, thus confirming the reported complaint. Following replacement of the die cast channel, the autopulse platform was functionally evaluated using a test mannequin and a large-resuscitation test fixture (equivalent to a 250lb patient) and the results indicated that the loose lifeband issue was resolved and the autopulse platform passed all testing criteria. A review of the archive was performed which found that no anomalies or errors occurred on the reported event date of (B)(6) 2015, however multiple user advisory (ua) 45 (not at "home" position after power-on/restart) errors occurred on other days. Based on the investigation, the parts identified for replacement were the die cast channel. No parts were replaced to remedy the customer's reported complaint of the platform exhibiting a ua45. In summary the customer's reported complaint of the platform exhibiting a user advisory (ua) 45 was confirmed through review of the archive as is attributed to the lifeband not being pulled up completely prior to turning the device on, resulting in the encoder being out of the "home" position. The customer's reported complaint of the lifeband falling out of the channel was confirmed and is attributed to the platform channel die cast assembly. Further investigation into the issue identified that there was unintended variability at the upper end of the channel. Following service, including replacement of the die cast channel the device passed all testing criteria.

Manufacturer narrative:
Zoll (B)(4) confirmed that the platform displayed a user advisory 45, which was able to be cleared. Zoll (B)(4) also observed that the die cast channel assembly of the platform was too wide, therefore allowing the lifeband to become loose. Product in complaint was returned to zoll on 04/06/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed a user advisory (ua) 45 (not at "home position" after power-on/restart) message, that was unable to be cleared. No patient involvement was reported. No further information was provided.